Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified left common iliac artery. The 10 x 100 mm absolute pro self-expanding stent system was advanced on a .035 non-abbott guide wire through a 6f sheath to the lesion without difficulty. The delivery system was unlocked and the thumb wheel was being rotated when after two to three clicks there was a loud click and there was a lack of resistance when turning the thumb wheel. Fluoroscopy revealed that approximately 10 cm of the distal shaft was separated with 1 cm of the stent deployed. The separated shaft and stent implant could not be retrieved so a endoprosthesis stent was advanced to embed the separated shaft and stent against the vessel wall, covering the entire lesion. There was a clinically significant delay in the procedure. No additional information was provided. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The failure to deploy was not confirmed due to the condition of the returned device. The separation was confirmed. The investigation determined that the reported difficulties and subsequent patient effect are due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.